Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation results indicated end of life (eol). The longevity assessment was acceptable. The visual screen was acceptable.

Event description:
It was reported that the implantable cardiac monitor (icm) was causing the patient skin discomfort. The patient requested for the icm to be removed. The icm was explanted. The patient tolerated the procedure well with no complications.